Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr; qc 2: 2.8 inr; qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number (B)(6) compared to a dade innovin laboratory method. The reporter stated that two test strip lot numbers were used. Meter results using an unknown test strip lot number: on (B)(6) 2023, the meter result at 9:51 pm was 5.0 inr. The repeat meter result at 9:53 pm was 3.4 inr.  Meter result using test strip lot number 64708121 with an expiration date of mar-2024: on (B)(6) 2023, the meter result was 3.2 inr. The laboratory result was 4.18 inr. The tests were performed within four hours. The patient's therapeutic range is 2.5-3.5 inr.  The interval of testing is every 2 weeks.

Manufacturer narrative:
The test strips used on (B)(6) 2023 are not available for investigation. The meter and test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  The customer has been taking an antibiotic due to an upper respiratory infection. Product labeling states "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked mo the initial reporter was the customer's nurse and the information was later confirmed by the customer. The information in medwatch field e. Initial reporter is that of the customer. Section e3 - occupation: patient/consumer h3 other text : na.